Manufacturer narrative:
Preventive maintenance for the console was performed at customer's site and during testing, tcmid:05 error message was reported. The root cause was determined to be a faulty temperature sensor. As part of routine service during testing, the console was examined and found damaged top cover. The top cover was replaced to address the issue. The thermogard console is a reusable device and was manufactured in october 2013, and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended.

Event description:
The thermogard console ((B)(4)) was serviced at the customer site for preventive maintenance. As part of routine service, the thermogard xp console was functionally tested and displayed a tcmid:05 (coolant diff failure) error message.